Manufacturer narrative:
Further investigation determined this is a duplicate report. Please see 9610816-2025-001205 for a complete investigation.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mp70 indicating that an alarm is delayed. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.